Manufacturer narrative:
Covidien/medtronic has not received the device from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, the customer reported that the ht50 ventilator continued ventilation as the patient hypoventilated during a procedure. The intensive care unit (ICU) respiratory therapist (rt) ¿adjusted¿ the endotracheal tube (ett) and ambu bagged the patient and the patient¿s vital signs, hemodynamics immediately recovered. The patient went into cardiac arrest shortly after and expired. There was no allegation of a device malfunction during the reported event.